Manufacturer narrative:
The device was returned to olympus for inspection. The malfunctions identified during the investigation were determined to be non-reportable. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation the colonovideoscope had an error b30 and flickering image. There was no patient involvement.